Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow-up. Upon interrogation, the right ventricular lead had decreased r-wave and high threshold. A chest x-ray was performed, and it did not appear that the lead has moved. The lead was attempted for reposition on (B)(6) 2019. During the procedure, the helix was unable to be re-extended. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection found the helix retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted. Visual inspection and electrical testing did not find any anomalies.